Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the left ventricle (lv) lead exhibited low impedance measurements. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.

Event description:
New information received by the abbott personnel notes that the patient left ventricular (lv) lead had exhibited low impedance measurement. No intervention and patient consequences were reported.